Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen, lower abdomen, bra/back fat, and flanks on (B)(6)2017 using cooladvantage applicator coolcore contour who developed paradoxical hyperplasia (pah/ph) three months after treatment, on (B)(6)2017. Pah was diagnosed in upper abdomen, lower abdomen, bra/back fat, and flanks on (B)(6)2017. The treated areas were visibly enlarged and more firm.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen, lower abdomen, bra/back fat, and flanks on (B)(6) 2017 using cooladvantage applicator coolcore contour who developed paradoxical hyperplasia (pah/ph) three months after treatment, on (B)(6) 2017. Pah was diagnosed in upper abdomen, lower abdomen, bra/back fat, and flanks on (B)(6) 2017. The treated areas were visibly enlarged and more firm.

Manufacturer narrative:
Corrected data d1 - brand name.